Event description:
The surgeon implanted a 23.0 diopter, cq2015 3-piece collamer lens. The plunger overrode the lens causing the lens to tear during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unknown what caused the plunger to override the lens.

Manufacturer narrative:
H6: a work order search was performed for the lens, cartridge and the injector. Results: the product pertaining to this complaint was not returned. However, the lens was returned and visual inspection shows that the lens optic was torn in half. The cartridge was returned and visual inspection shows no visible damage. There was surgical residue/debris on the product. A lens work order search was performed and one similar complaint was found. A cartridge work order search was performed and one similar complaint was found within the lot. A injector work order search was performed and five similar complaints were found. Conclusion: based on the complaint history, work order searches and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.